Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not booting at 0:00. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found large amount of patient data experienced a transmission error and was stored in the queue when the power was turned off, causing the system failing to start up normally next time. To resolve the issue, the fse deleted only the queue containing the failed transmissions instead of the entire database. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up, stuck at 0:00. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.